Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot#: va26fc2, implanted: 2020 (B)(6), explanted: 2021 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the affect of the stimulator was lost after the stage ii procedure. Reimplantation was performed on the contralateral side. The cause of the lead being undone/coiled was unknown.

Event description:
Additional information was received from the patient. The patient reports recalls a question via e-mail received about the wire and states it was in a ball and flattened out and started traveling to the but crack region. Pt states hcp believes it was still touching the right spot on the nerve and functioning as it should but the wire was no longer coiled. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va26fc2 serial# implanted: explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reports last device, "lead wire, or something" came undone or was coiled up and felt it move, does not know if came undone. The patient also states there was a ball "felt like marble and started moving to wards crack and it got in there and it sort of broke up", "piece at the end of wire broke apart". Pt does not recall date of event. Pt reports had current implant placed on other side due to issues with old device. Pt reports worked with "her" on different programs and settings but was unable to get therapy relief. Agent unclear who "her" is. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot#: va26fc2, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 16-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.